Event description:
It was reported via merlin transmission that device was exhibiting intermittent ventricular capture. Patient was asymptomatic. It was recommended to bring the patient into the clinic for further assessment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.